Event description:
A home patient's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per the home patient's spouse, the home patient initiated the initial drain cycle prior to connecting to the setup. After noting this, the home patient connected their transfer set to the patient line of the homechoice set. Baxter's technical service center assisted the home patient's faimly member in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident, per the home patient's spouse.